Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the complaint of unknown problems during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The reporter is unwilling to provide further information. (B)(4).

Event description:
A medical assistant reported that unknown issues occurred using trocars during a vitreoretinal surgery. In a posterior follow up, the reporter clarified that the issue was not so serious. No further information received. The reporter is unwilling to provide further information.